Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a catheter became entrapped on a guide wire. The target lesion was located in the superficial femoral artery. Following an antegrade puncture, the 0.014 in x 300 cm platinum plus glidex guide wire was advanced to the target lesion. The 3.0x150mmx150cm coyote balloon catheter was introduced and angioplasty was performed without any problems. The coyote balloon catheter was unable to be withdrawn as the catheter was stuck on the guide wire, and the balloon and guide wire were removed together. The procedure was completed with another guide wire and coyote balloon. No patient complications were reported.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a catheter became entrapped on a guide wire. The target lesion was located in the superficial femoral artery. Following an antegrade puncture, the 0.014 in x 300 cm platinum plus glidex guide wire was advanced to the target lesion. The 3.0x150mmx150cm coyote balloon catheter was introduced and angioplasty was performed without any problems. The coyote balloon catheter was unable to be withdrawn as the catheter was stuck on the guide wire, and the balloon and guide wire were removed together. The procedure was completed with another guide wire and coyote balloon. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, results codes, conclusion codes: updated. Device evaluated by MFR: after visual inspection of the returned device before decontamination process, device is stuck inside coyote, and presents kinks along the body, and the spring tip bent. The entire length of the wire was examined and anomalies were observed. Device was received stuck inside the catheter and is seriously damaged (kinks along the body at 131.5cm, 155cm and 160cm from the proximal end, and the distal tip bent). All the outer diameter measurements are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).